Manufacturer narrative:
The manufacturer did not receive device, x-ray, or other source documents for review. Where lot number was received for the device, the device history records were reviewed and found to be confirming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 32 x 0 on (B)(6) 2014. On (B)(6) 2014, the pt had rear end automobile collision and sustained a periprosthetic fracture so the pt was revised on (B)(6) 2014.